Event description:
During a coronary stenting procedure, the shaft of the 3.5 x 13 cypher stent was bent. No extra force was used. There was no injury reported. No additional info was given. Upon receipt of the product, a secondary failure was noted. The product was rec'd with a severed shaft.

Manufacturer narrative:
The product is available for analysis. Additional info will be submitted within thirty days upon receipt.